Manufacturer narrative:
Intervention required. Evaluation: results: endoleak, graft migration. Reverse-funnel shaped aortic neck; disease progression and aortic neck dilatation and angulation. Evaluation: conclusion: reverse-funnel shaped aortic neck; disease progression and aortic neck dilatation and angulation.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 months ago. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a recent CT revealed that the aneurx stent graft had migrated distally with a type I endoleak noted. At the time of migration, the aortic neck was reverse-funnel shaped, raging from 26.6 mm to 29.6 mm over a length of 15 mm. The primary cause of migration is attributed to disease progression and aortic neck dilatation and angulation. The physician elected to implant a talent cuff and aneurx cuff, which successfully resolved the endoleak and migration. No additional clinical sequelae were reported, and the patient is fine.